Event description:
The customer reported the generation of erroneous patient results for total bilirubin (tbil) on their au480 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. The customer repeated the patient sample and reported correct results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided the results for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified the failure mode as a defective reagent probe. The fse replaced the reagent probe to resolve the issue. Patient information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).